Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user let the cartridge run out of insulin and received a valid empty cartridge alarm. The user's blood glucose level was 247 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user would load a new cartridge.